Event description:
It was reported the patient experienced stimulation in the wrong location a couple of days after a bone density test. The stimulation goes up the middle of the back rather than down the legs. The patient was reported in fair condition. Additional information has been requested from the hcp, but was not available as of the date of this report. Refer to manufacturer report # 3004209178200804305.